Manufacturer narrative:
The customer¿s report of leaking or cracking on the female luers of a bi-fuse extension set was not confirmed. Visual inspection of the set noted no defects or damage. Further inspection under magnification showed no issues. Functional and pressure testing resulted in no leaking from either luer. Dimensional testing was performed and measurements were within the specification. The root cause of the reported event was not identified.

Event description:
The cracking and leaking was reported to occur only when the female luer is connected to a microbore extension set.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported cracking at one of the bi fuse female connection sites intermittently over the past few months. There are no more details of this event, and there was no report of patient harm.